Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device was not received for examination. Visual evaluation of the photos attached did not identify any product defects. It is not possible to confirm a depuy's product failure as well as a relation between the adverse event and the reported product. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient had a left total knee arthroplasty to address osteoarthritis, left knee. Depuy components were used, including depuy patella, and depuy cement during this procedure. On (B)(6)2018, the patient had a revision, left total knee arthroplasty to address pain and midrange instability. Tibial tray, insert, and femoral components were revised. Doi: (B)(6) 2015 dor: (B)(6) 2018 left knee.